Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - the patient had a foundation shoulder implanted many years ago and started experiencing discomfort/pain in shoulder. It was determined the glenoid component had failed, so a glenoid revision with head exchange was preformed.